Manufacturer narrative:
Device manufactured between march 11, 2020 to march 12, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the bottom right corner of the bags. The leaks were discovered during setup. There was no report of patient injury or medical intervention associated with this event. No additional information is available.